Event description:
Pt's office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. Pt underwent revision surgery. After the pt was placed under general anesthesia, device diagnostic testing was performed and resulted in high lead impedance (dc dc code 7 and limit). The elective replacement indicator was no, indicating that the generator had not reached end of service. When the dr opened the generator site, the lead pins were visualized as being fully inserted and secured tight into the generator. At that time, the dr decided to replace the entire ncp system. The dr clipped the lead which was left attached to the generator. Lead discontinuity is suspected. Diagnostic testing with the replacement vns therapy system indicated proper device function.

Event description:
Product analysis summary: lead assembly (only the connector boots) was returned in two pieces, which excluded a large portion of the lead body that started before the connector bifurcation to the end of the electrodes. Continuity checks of the returned lead portions were performed with no discontinuities identified. No obvious anomalies were noted. The condition of the lead portion returned is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins showed evidence that, at one point in time, proper mechanical and electrode connection was present. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported event. The cause of the reported high impedance event is unknown. Because the entire lead was not returned for analysis, it is possible that the problem may have occurred in the portion of the lead that was not returned.